Event description:
The customer called into technical support (ts) reporting that the device is overheating and displaying error code (1122) blower temperature high message and (1115) auxiliary alarm supply failed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device to use on the patient. No medical intervention provided to the patient nor a delay was noted. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The diagnostic displayed error code (1115) auxiliary alarm supply failed and (1122) blower temperature high message. Cooling fan filter was clogged. Could not duplicate the error but the blower produced very low rpm. The fse replaced the cooling fan filter and blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards.

Manufacturer narrative:
Upon further investigation, the mc board was also replaced to repair the ventilator. The removed mc board (assy, pcb, mtr ctrlr,3rd gen, v60) was returned to the failure investigation lab (fi). A visual inspection of the mc board (assy, pcb, mtr ctrlr,3rd gen, v60) revealed no evidence of damage or contamination. The fi technician installed the mc board (assy, pcb, mtr ctrlr,3rd gen, v60) into a fi ventilator to duplicate the reported issue. Customer complaint was not verified. Returned mc board passes all testing. No fault was found.